Manufacturer narrative:
As reported, two capsure fasteners came out connected when fired. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported.

Event description:
As reported, during a procedure near the inferior abdominal wall artery and vein, the capsure fasteners came out connected. As reported that, the issue was noted on 2nd and 3rd shots and five of the tacks were deployed to the tissue. The fasteners which came out connected were removed from the patient's body. There was no reported patient injury.